Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient's condition was fine post device programming and is doing fine now.